Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. The device passed external inspection. Temperature confirmation testing was performed and the device passed. The device failed volumetric accuracy testing. The door assembly was inspected and found a cracked door piston and deteriorated piston foam. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.